Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient was able to fully charge their system and the representative was meeting with the patient the following day to clear the por message. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the overdischarge was resolved after meeting with the patient. There was no further plan regarding fixing the movement in the pocket. The patient was aware of this as an issue and they discussed a battery replacement but their issue was that they were likely going to be moving forward with a spinal surgery prior to doing anything more with their ins so they had no further plans regarding the ins. No further complications reported.

Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the representative alleged an overdischarge occurred. The representative met with the patient in the (B)(6) of 2018 to address an issue where the patient had trouble finding their ins. The patient gained some weight since implanted and the ins "flops" around in the pocket. The representative performed a second prm and saw a "187525" code on the insr screen. It was reviewed that the code didn't have a known cause associated with it. It might have been more than a year that the ins was dead. The recharger temporarily showed a screen with the doctor on it but the screen didn't have a code. They thought they had a good location for recharging and could feel the ins battery. No symptoms or further complications reported.